Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was admitted into hospital on unknown date as a result of not delivering her insulin. Customer stated that pump had damage like pump error, insulin flow block, leakages. It was reported that the insulin pump was under delivering. Customer was checked the alarm history of pump there was find out the anomalies. The device will not be returned for analysis. .